Manufacturer narrative:
G4: 18dec2019 b4: (B)(6) 2020. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the touchscreen to resolve this issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported touchscreen fault. There was no patient involvement.